Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event of deflation as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications - possible complications of the use of the orbera system include: - balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "greenish diuresis. Ultrasound confirmed partial deflation of balloon." The device has been explanted.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 03/15/2017. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The received device was discolored, blue in color. The valve patch and the valve channel/hole were also blue in color. White particles were observed on the outer surface of the shell. An opening was observed on the radius of the shell. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was leaking from a single opening on the radius of the shell. Under microscopic analysis, the opening on the shell was noted to be striated, consistent with damage from a removal tool. Also under microscopic analysis, brown particles were noted on the valve channel/hole.